Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 3 devices were used in this procedure all reported under: 1222780-2022-00084 and 1222780-2022-00086.

Event description:
It was reported that on (B)(6) 2022 , during a novasure procedure, an uterine perforation was observed. No other information is available.

Manufacturer narrative:
Device received and examined. Visual inspection was performed and there were no sharp edges that could cause a perforation. The functional test was performed and the cavity initial assessment failed. The complaint could not be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H6: investigation findings: proposed code: functional testing failure.